Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the pump touchscreen was cracked and unreadable. The customer¿s blood glucose was 200 mg/dl. Customer reverted to an alternate pump for insulin therapy.